Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during an implant procedure, the physician noticed that the csf (cerebrospinal fluid) was leaking through the needle upon removing an anteriorly positioned lead. The trial was aborted in order to not cause further dural damage at the insertion level and the patient was doing well postoperatively. The aborted leads will not be returned.